Event description:
Nurse reported an overinfusion of magnesium that was started at 8:37 am; subsequently patient reportedly began having distress symptoms at about 12:35 pm and infusion was shut down. Patient was to receive a 6 gm loading dose followed by a 2 gm/hour infusion. Patient developed respiratory depression requiring resuscitation; was given IV calcium gluconate, IV lasix, and an albuterol respiratory treatment, and IV was changed to normal saline. Initial serum magnesium done about 12 pm was "critical high" and remained "high" until 11:53 pm draw (actual values not provided). Patient subsequently recovered with full function returned. Information on infusion volume, concentration, rate, or duration of infusion programming were not provided, but data from the pcu log indicates that the dosage was found to be programmed at almost 12 grams/hr, which produced a guardrails warning notifying the user that the dose exceeded the maximum limit of 6 grams. The user chose to proceed with the infusion. Over the duration of the infusion approximately 163 mls were delivered. Based on the programmed concentration of 0.08 grams/ml this would equate to 13 grams delivered.

Manufacturer narrative:
Patient information requested and all available information is included.